Event description:
Healthcare professional reported "partial capsulectomy on intracapsular rupture". This record is for the right side. Device was explanted.

Manufacturer narrative:
E1. (b)(6). A review of the Device History Record has been completed. No deviations or non-conformances noted.Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.Reason for reoperation: rupture.This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.